Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a pump was connected to a cadd administration set which under infused the drug ancef. It was reported during priming the pump records indicated it primed 17 ml, however the tubing only contains 6 to 7 ml of fluid. Per reporter the pump record indicated that 118ml was infused but the bag was half full at the time. No adverse patient effects were reported no additional information is available at this time.